Event description:
It was reported that during a hernia repair, the device was leaking. The device leaked whether there was a device in the trocar or not. Another device was used to complete the case with no patient consequence.

Event description:
Revision surgery - patient had infection.

Manufacturer narrative:
(B)(4). The analysis results found that the b11lt device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.